Event description:
Proxy biomedical was notified (B)(4) 2013 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2012), a pt suffered pain, incontinence, infections and dyspareunia. The pt underwent surgery on (B)(6) 2012 to remove adhesions (scar tissue). The pain and incontinence is reported to have continued. The pt is due to return to the physician on the (B)(6) 2013. The hospital where the implantation procedure took place is (B)(6). The polyform part number and lot number have not been provided.

Manufacturer narrative:
Device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain, infection, incontinence and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).